Manufacturer narrative:
Eval: method - manufacturing process review. Resistance measurements of inspiratory and expiratory wires. Results - visual examination confirms a melt in the tubing of the circuit. The damage consist of both collapsed tubing and melting through the holes in the tubing. The manufacturing process review of catalog #780-20 was reviewed and no issues were detected. The resistance of the inspiratory and expiratory wires measured correctly at 13.3 ohms. This is within the allowable range of 12.8 to 14.3 ohms. The type of melt is typically due to customer misuse. The circuit was most likely covered by a blanket.

Event description:
The event is reported as: the circuit melted while in use on a patient. The nurse found the upper part of the high flow circuit melted and stuck to the bed linen. The patient's oxygen saturation level decreased. The patient was given oxygen via bag and mask and the patient's oxygen saturation increased. It is reported that the patient is doing fine.